Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect h3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "department of gastroenterology, the connector shell leaked, did not cause harm to the patient, and cannot be returned to the hospital".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "department of gastroenterology, the connector shell leaked, did not cause harm to the patient, and cannot be returned to the hospital."